Event description:
It was reported that arteriotomy closure of the common femoral artery was attempted using a perclose proglide device after an unspecified procedure. Reportedly, the suture broke. The method used to achieve hemostasis was not specified. There was no adverse patient sequela. The physician is reported to be trained in the use of the device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: investigation of the returned device revealed that both cuffs successfully captured the needles during the plunger deployment. However, the anterior cuff became detached from the needle tip while retracting the needle plunger to retrieve the suture as evidenced by bent and flattened anterior cuff tabs. Cuff-to-needle tip detachment would result in a failure to retrieve the suture and could appear very similar to the reported suture break. The reported product experience is confirmed. A cuff-to-needle tip detachment suggested that there was resistance encountered while retracting the needle plunger to retrieve the suture. Possible contributing factors include, but are not limited to, manufacturing deficiencies, challenging anatomical conditions and/or incorrect deployment techniques. The suture and link were returned intact. There was no indication that the suture or link was dragged through the suture bearing or device while retracting the needle plunger which could have contributed to cuff-to-needle tip detachment. There was no indication that the anterior cuff was captured within the suture knot which could have caused the cuff to detach from the needle tip. During device analysis, the proxy plunger was inserted and retracted successfully without any observable resistance. Every cuff is inspected and tested for proper assembly during manufacturing. There were no challenging anatomical conditions reported, which could have contributed to the anterior cuff-to-needle tip detachment. There was no information reported or definitive evidence in the evaluation of the returned device to suggest that the plunger was abruptly pulled out of the device after needle deployment, which could have caused the anterior cuff to detach from the anterior needle. Based on the reported information, manufacturing inspection criteria, and analysis of the returned device, the probable cause for the anterior cuff-to-needle tip detachment could not be determined. No manufacturing or quality deficiency was detected. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. A query of the complaint handling database for this lot and there does not appear to be any indication of a product quality deficiency.